Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the screen was flickering and then became frozen at the verify screen after the patient had been swimming with the pump. It is unclear at this time of the frozen screen was due to a keypad button response issue or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump powered on with functional auditory and vibratory features but the display screen remained blank. Investigation revealed moisture on the display flex connector, the pcb, and the keypad flex connector. Additional testing could not be completed due to the blank display.